Event description:
It was reported that the customer's keypad on the insulin pump stopped working. The customer's blood glucose level was 103 mg/dl. Insulin pump is being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.